Event description:
It was reported that an unstable, high risk patient died from a left main dissection. No further details could be obtained from the physician. It is unclear if the device caused or contributed to the reported death.